Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were multiple errors in the device, and medication could not be removed. A technical support specialist (tss) remotely accessed the station and found that station database had reached the 10 gb limit, which caused transaction errors. The tss opened sql server management studio (ssms) and connected to the local instance. Following a knowledge article, the tss executed a script to drop indexes. The tss then prepared the maintenance service by opening the maintenance service configuration file, locating the purge deletion throttle, and changed to false. After saving the changes, the tss synchronized the station and found the station database is currently at 1.7 gb which is well below the threshold. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the system experienced multiple errors in the device, preventing the removal of medication and causing transactions to fail to cross to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.